Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was not performed. The deployment starting point was the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of 4mm on the non-coronary cusp and 6mm on the left coronary cusp. After the valve dislodgement, the medtronic transcatheter aortic replacement valve moved aortic on deployment and was fully contained within the existing surgical aortic valve stent frame; depth was not applicable as it would be a negative valve. It was noted that the patient had an existing surgical aortic valve that contributed to the dislodgement. A medtronic confida guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product ID gwbc30 (lot: unknown); product type: guidewire; additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0011688318); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0011924363); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon final deployment the valve ((B)(6)) dislodged into the aorta. The valve was still implanted, and temporarily secured within the patient's existing surgical valve (edwards 25mm magna 3000) at a shallow level. The physicians were aware that the valve ((B)(6)) was unlikely to remain in this position. The valve's paddle was therefore snared to secure it, while a second valve ((B)(6)) was loaded checked. A new delivery catheter system (dcs) was used to deploy the second valve through the original valve. The original valve ((B)(6)) remained implanted in the ascending aorta, and the second valve was implanted without issue. No additional adverse patient effects were reported.